Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s father reported that the patient¿s side was ¿swelling up bigger and bigger and was rock hard now.¿ per the reporter, they were getting the pump filled now and they were at the emergency room. On 2025-aug-06, additional information was received from an healthcare professional (hcp) and patient representative, via a manufacturer representative (rep). It was reported that the patient's father was fearful the pump was not working and the pump was "eroding through the skin" which required the pump to be explanted due to "patient's tissue". The environmental, external, patient factors that may have led or contributed to the issue stated, "patient is non-ambulatory and has to be repositioned by family. Patient only gets nutrition in a g-tube. Patient is extremely thin." Diagnostics and troubleshooting performed reported, "a roller study was completed and verified to be working, a dye study was completed to verify catheter was patent and in the cervical area, catheter was aspirated and sent to pathology to confirm cerebrospinal fluid (csf), cultures from the pump site were sent, pump was explanted due to not being able to close the incision, the catheter that was 67 cm was cut and 26 cm was removed and the remaining catheter was tied off." The pump was explanted due to it eroding through the skin. The catheter was left in place and tied off at the pump connector site. The issue was resolved at the time of this report. On 2025-aug-07, additional information was received from the manufacturer representative (rep). It was reported the patient's pump eroded through the skin and had to be explanted on (B)(6) 2025. The patient was non-verbal and the patient's father stated the pump wasn¿t working for the patient. On 2025-aug-07, additional information was received from a patient representative. It was reported the pump was not working and "they" were in the hospital. The caller stated the patient was crying all night and they have to give the patient medication tosleep. The caller requested "pump history and dbs history devices". The caller stated the patient was doing well before the pump replacement in (B)(6) 2025. The caller state the patient has gotten worse in the last two days. The caller stated, "they are not what the hcp did". ID cards were requested. Information was reviewed and the caller was recommended to consult with their hcp. On 2025-aug-20, additional information was received from the manufacturer representative (rep). The product was returned due to "explanted due to erosion; father of patient did not believe pump is working." Additional information reported the patient has severe cerebral palsy (cp), non-verbal, non-ambulatory. The father stated the patient seemed to not be getting baclofen. When brought in, the patient's pump was exposed so surgeon explanted. The patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.